Event description:
The customer reported that she experienced high blood glucose levels for the past seven to ten days without getting any no delivery alarms. The customer was uncomfortable with the insulin pump due to not getting any alarms, and asked for a replacement. The customer declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.